Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been running glow and her doctor told her to drop her basal rates. Customer was assisted with lowering her basal rates. Customer is having a colonoscopy tomorrow and can't eat, which is why her blood glucose is low. Customer stated that it is not pump related. Customer declined to troubleshoot for her low blood glucose of 49 mg/dl.